Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2008; inratio: 2.2; lab: 3.4. Date: 2009; inratio: 2.6; lab: 5.4. Pt received discrepant results when using expired strips (lot #070614a, expired 2008/11). Customer was reminded strips can be used only 'until the expiration date' as indicated in the instructions for use.

Manufacturer narrative:
On 03/24/2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 2.2; lab: 3.4; mean: 2.80; confidence limits: 1.8-4.2. Date: 2009; inratio: 2.6; lab: 5.4; mean: 4.00; confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. There is no indication that meter will be returned and no corrective action required, as no product deficiency was established.